Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120 pump. Volume metric testing could not be verified in the event log, nor during evaluations and testing. Unable to verify what caused the problem. Device arrived with physical damage to lens. The pump passed all functional and delivery testing. No fault was able to be found with pump.

Event description:
Information received a smiths medical cadd solis vip 2120 failed volume metric testing. No patient involvement, as event occurred during testing.